Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid left anterior descending artery. A 3.00x12mm promus element plus drug-eluting stent was advanced for treatment. However, the stent dislodged from the balloon prior to deployment. The device was completely removed without additional intervention and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the device dislodged inside the catheter and did not reach the vessel.

Manufacturer narrative:
Device is a combination product. A2: age at time of event: 18 years or older.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid left anterior descending artery. A 3.00x12mm promus element plus drug-eluting stent was advanced for treatment. However, the stent dislodged from the balloon prior to deployment. The device was completely removed without additional intervention and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.